Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b7.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Healthcare professional later reported "increased firmness of the right breast, mild pain in neck and back (deemed not device related) and some inflammatory changes in the muscle but this was not felt to be concerning for breast cancer or malignancy." The device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 07/mar/2024.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Healthcare professional later reported "increased firmness of the right breast, mild pain in neck and back (deemed not device related) and some inflammatory changes in the muscle but this was not felt to be concerning for breast cancer or malignancy." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a right side capsular contracture baker grade unknown. Healthcare professional later reported capsular contracture baker grade iii. The device has been explanted and replaced.